Manufacturer narrative:
(B)(4). The device was provided for analysis. The device evaluation showed that blood residue was observed on the device and in the catheter, indicating that it was inserted in the patient. The deployment knob had been unscrewed from the delivery catheter. A short length of deployment line had pulled out of the catheter. The deployment line was intact and undamaged through the stitching of the sleeve. The deployment line loop had unlaced successfully from the third and sixth double stitch of the sleeve. After the two slip knots on the deployment line loop, the deployment line end was pulled through it creating a knot which prevented the sleeve stitches from unlacing. The findings from the evaluation are consistent with the physician¿s observations. The cause for the inability to deploy the stent graft, was the deployment line was pulled through the slip knots on the deployment line loop creating a knot that prevented the sleeve from unlacing. A CAPA has been opened to address this issue. The root cause of the inability to deploy the stent graft, was the deployment line was pulled through the slip knots on the deployment line loop creating a knot that prevented the sleeve from unlacing. Additional information was requested but was not available.

Event description:
On (B)(6) 2020, the patient underwent endovascular procedure using a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The physician tried to advance a contralateral leg component to the gate on the left side. Reportedly, the physician attempted to deploy the device but said it was extremely difficult to pull the string and decided to take it out. The physician did not notice any device damage. Another gore® excluder® aaa endoprosthesis contralateral leg component was used without any complications. The patient tolerated the procedure. According to the physician, there was nothing in patient's anatomy contributed to the event.